Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-jul-2023 h6: investigation summary customer returned (5) 1.0ml bp 31g x 6mm syringes inside sealed blisterpacks. It was reported by the customer that they have black spot in packet of the insulin syringe. Its look like fungus is there inside the packet. The returned syringes were visually inspected and was confirmed that all the blisterpacks have multiple brawn and black particles inside. A review of the device history record was completed for batch# 0311266. All inspections were performed per the applicable operations qc specifications. Embecta was able to confirm the customer indicated issue. The DHR, l2l dispatches, logbooks and quality notifications were all reviewed. Nothing was found pertaining to this type of complaint. No definitive root cause can be determined. Potential root cause: a ftir was completed demonstrating a 57% compatibility matching to chipboard. Clipboard is used in an inner core for the top and bottom web, received in from the vendor, to allow the web to be mounted onto the equipment. The inner core specifications are 6 inches in width with +/-1/16¿. During the process, the top web is mated to the bottom web after the pocket has been formed and the syringe is present. Both types of rolls were investigated. From the investigation it was noted that small brown/black particles were found noted on the floor deck of the equipment where the bottom web is introduced. While there is only one roll of nylon bottom being used at a time, there are two cylinders on the packaging operation that house the nylon bottom web. The second cylinder is used to prep the next roll of bottom web. Both cylinders are interchangeable and rotated in use throughout the operation.

Event description:
It was reported that prior to use with bd glide¿ with tbl bd ultra-fine¿ needle insulin syringe "fungus" was discovered in the package. The following information was provided by the initial reporter: there have black black spot in packet of the insulin syringe. Its look like fungus is there in side the packet.

Event description:
It was reported that prior to use with bd glide¿ with tbl bd ultra-fine¿ needle insulin syringe "fungus" was discovered in the package. The following information was provided by the initial reporter: there have black spot in packet of the insulin syringe. Its look like fungus is there in side the packet.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.